Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Manufacturer reference number: 2017865-2021-32261. It was reported that the patient presented to the hospital with soreness, redness, and high white blood cell (wbc) count. The patient had developed septic shock and systemic infection. The device and right ventricular (rv) lead were explanted. The patient was stable.